Manufacturer narrative:
The manufacturer previously reported a failure of the system board and thermistor. The system board and thermistor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash. The thermistor was evaluated by the quality assurance laboratory and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's thermistor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board was replaced to address the issue.